Event description:
A reporter called and submitted a report about her issues with her knee replacement implant that was implanted in 2017. She said after she had the implant, she learned that the bone cement they used had been recalled. She said she was never notified about the recall before the surgery. She said, they were testing it on her as if she was a guinea pig. She said she reported it to the manufacturer, and she was told they would call her, but they never did. She said she is experiencing pain where the implant is, every joint in her body, her shoulder, her wrist, her finger joints, on both her ankles and toes. Pt codes: 1994, 2355. Device code: 1420. Ref report: mw5178920.